Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl, which was addressed with injections. The customer did not know the cause of the high bgs. A system check was performed with tandem technical support, and no issue were identified. Recommendation was made to consult with health care provider regarding diabetes management.